Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: blood pumpadditional text: possible driveline traumaspecific component(s) involved: driveline malfunctionadditional text: possible driveline trauma and - wire fractureother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of other component, specify; other interventions, specifyother intervention : pbu maintenance doneimplant device type: lvadmalfunction device type: